Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the product was not returned. However, it is likely that there was a difference in awareness of equipment handling and reprocessing procedures between olympus' recommendations and the facility. The root cause of the event could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following IFU. The IFU warns against improper reprocessing, stating that "inadequate reprocessing of endoscopes and accessories may result in infection of patients or surgeons who touch them.". Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the gastrointestinal videoscope was reprocessed with an reprocessor, that had inadequate water supply line disinfection. The issue occurred, during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.